Event description:
It was reported that the programmer had a faulty micro processor unit (mpu) and displayed an error code. The programmer was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a faulty micro processor unit (mpu) and displayed an error code. It was noted that the programmer failed the analyzer signals test. There were broken tabs on the power cord bay door. The lower case feet were worn. The system fan was noisy. The power cord coating had started to peel. It was also noted that the programmer failed multiple link electronic module (lem) related issues at final testing. The programmer hard drive was reimaged and the programmer software was reconfigured, reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.